Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2014-03746 and 2134265-2014-03747. It was reported that failure to pullback occurred. The ilab motor drive unit was used in conjunction with a bsc coronary imaging catheter intended to visualize the unspecified target lesion. During procedure, there was an automatic pullback error and the motordrive was unable to pullback. The procedure was completed with this device. No patient complications were reported.